Event description:
Customer contacted mms sales and reported that there was a patient that has experienced a "foot drop" after their procedure and asked about the workings of our split leg plates as it appears this was the result of user error. (B)(6) hosp has requested more table in-services for their staff to discuss proper use of maquet as it was thought that the leg plate attachment may not have been fully attached and potentially rolled or rotated. Mms sales reports that the table is functioning properly and the leg extension connect easily and properly. Additional info concerning the patient and the event has been requested. (B)(4).